Event description:
The user facility reported to terumo cardiovascular that during out of box, noticed a broken venous outlet port. No patient involvement.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 28, 2022. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 11, 3331, 4114, 4315). Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The affected sample was not returned; therefore, a thorough investigation could not be performed and a root cause could not be determined. All capiox units are 100% visually inspected at several points in the production process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.